Event description:
It was reported that the introducer sideport detached approximately one to two days after placement in three separate patient events. The introducer had been placed in the jugular vein for the placement of a 5f temporary pacer while awaiting a permanent pacer. A pump set was connected and set to kvo. While in the ICU, a day or two after introducer placement, the sideport disconnected. The introducer and the temporary pacer were removed and the scheduled pacer was placed. There were no adverse patient consequences reported. There were no reports of hard flushing or pulling on the IV tubing.

Manufacturer narrative:
One 6f fast-cath introducer sheath was received for evaluation. The extension tubing had detached from the sideport of the hemostasis body due to an insufficient amount of solvent on the extension tubing. The root cause of this issue was determined to be consistent with a manufacturing issue. A corrective action was initiated to address the failure mode for insufficient amount of solvent applied to the stopcock tubing prior to insertion, resulting in sideport tubing detachment. This device was manufactured prior to the completion of the associated corrective action.